Manufacturer narrative:
Manufacturer investigation complete, no root cause could be identified. The association between coopervision lenses and the event is unconfirmed.

Manufacturer narrative:
Further investigation is ongoing, additional information will be provided via a follow-up report. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced pain in the left (os) eye while using the product and sought medical treatment. Some abrasions were observed on the eye, prednisolone acetate ophthalmic ointment and ecolicin (erythromycin lactobionate) ophthalmic ointment were used in the clinic for treatment, the patient was also prescribed levofloxacin ophthalmic solution 0.5% and fluorometholone ophthalmic solution 0.02%. The patient visited the clinic for follow-up treatment four days later and ecolicin was used again for treatment. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, medications used and prescribed for treatment, lack of medical information, and unknown resolution.